Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ac lamp doesn't turn on and power does not come on. There was reportedly no patient involvement.